Manufacturer narrative:
H-3 no evaluation can be performed specifically related to the product as the event is apparent in its occurrence. H-6 conclusion: the decontamination facility identified a non-conformance in the processing and packaging of returned samples. Appropriate corrective action has been initiated.

Event description:
Company associate sustained a needle stick puncture wound while processing returned decontaminated complaint samples. Associate was seen by medical professional who reported that risks of blood borne pathogen diseases was not significant due to time lapse of the initial use of the product and subsequent othylene oxide decontamination of the product. Associate was given tetanus vaccine and returned to work.